Manufacturer narrative:
An entire lead was returned in two pieces. On the connector piece (a), two lead-to-can external insulation abrasions breaching outer insulation and exposing the outer coil were noted on is1 connector leg. On the distal piece, no abrasions were noted. Electrical testing did not find any indication of conductor fractures or internal shorts on any conduction paths. Other damages on these two pieces were consistent with those occurring at time of explant.

Event description:
During a device replacement procedure, an insulation defect on the right ventricular (rv) lead was revealed. The physician explanted and replaced the lead. The patient is in stable condition.